Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A partial distal portion of the lead measuring 49.2 cm was returned for analysis. External insulation abrasion was noted from 4.9 cm to 5.8 cm and from 6.6 cm to 7.1 cm from the distal tip, consistent with friction against another implantable device or feature of the patient's anatomy. All other damage found was sustained during surgical procedure.

Event description:
This report is to advise of an event observed during analysis.